Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted without incident. The following morning the patient appeared very lethargic and non-verbal. A computed tomography (CT) scan without contrast showed nothing acute. Delirium was suspected post anesthesia. Over the weekend the physician on call rounded and suspected something more and a second CT was ordered. A sub-acute stroke was seen on the second CT. The patient was able to move all four limbs but had swallowing and speech issues. On (B)(6) 2022, the patient was discharged to a skilled facility. The patient made a full recovery.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted without incident. The following morning the patient appeared very lethargic and non-verbal. A computed tomography (CT) scan without contrast showed nothing acute. Delirium was suspected post anesthesia. Over the weekend the physician on call rounded and suspected something more and a second CT was ordered. A sub-acute stroke was seen on the second CT. The patient was able to move all four limbs but had swallowing and speech issues. On (B)(6) 2022, the patient was discharged to a skilled facility. The patient made a full recovery. It was further reported that the patient continued to have multiple ischemic strokes and was sent home on hospice care.